Event description:
It was reported that the pt felt no stimulation sensation. She tried changing the batteries in her programmer and underwent reprogramming without success. The device was replaced and the pt is no longer experiencing problems.

Manufacturer narrative:
See scanned page.